Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 29, 2022 with lot number 2408233. Visual analysis of the returned device identified fold creases, one linear opening and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.